Manufacturer narrative:
The device will not be returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately three years, one month post implant of this bioprosthetic pulmonic valved conduit in a pediatric patient, this device was explanted and replaced. An echocardiogram performed one year, nine months post-implant revealed moderate residual stenosis through the right ventricular outflow tract (rvot) with mild to moderate pulmonary conduit regurgitation. Two years, eleven months post-implant, a computed tomography (CT) scan revealed asymmetric enlargement of the branch pulmonary artery stenosis, left greater than right, and narrowing of distal trachea and proximal main stem bronchus. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.